Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was observed that the housing was damaged on the compact air drive device. It was noted that the device was worn out due to lack of maintenance, the housing nose was damaged, and the trigger was blocked. It was also noted that the device failed pre-repair diagnostic tests for marking and labeling, general condition, function of the reverse locking mechanism, function of the triggers forward/reverse mode, and function of soft mode switch (safety system). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.